Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, it was felt that pectoral stimulation and the right ventricular (rv) lead were exhibiting high thresholds. A polarity change was required and when attempted, the programmer's screen turned black and a "programming failure - change to security programming" error was displayed. At that moment, the patient experienced dizziness and it was not possible to access the programming menu of the device. The physician switched to another programmer but decided to leave the polarity in monopolar. No further patient complications have been reported as a result of this event.